Event description:
Allegedly when the surgeon went to engage the screw, the screw never locked into the plate and it kept going through the hole. They could not retrieve the screw. The doctor is okay and the x-rays look good except the screw is submerged under the plate and cannot be backed out or retrieved.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. This report will be amended when the investigation is complete. This is the same event as 1043534-2007-00216.